Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for syr gripper.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad, tube drive, wiper seal, latch. Unit affected by syr/pca plastic recall 2020-dom. Replaced front/rear cases, handles. Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to damage of the keypad 8110. A review of the device history record showed the device had a manufacture date of 11 aug 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.